Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt. This is one of two products used on the same patient. MFR report #1058196-2008-00179 and 1058196-2008-00180.

Event description:
During prep, difficulty was experienced with two coils (1st coil size 14 x 30, 2nd coil size 16 x 30) and the air remained in the hub of the delivery systems. A new product was used to continue the procedure. Detail of the syringe was not available. The product was not used on the patient.